Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: medtronic transcatheter delivery system, product ID: mdt-trans dcs. Citation: maze y, tokui t, narukawa t, et al. Left ventricular mass and valve performance after surgical and transcatheter aortic valve replacement: a single-center experience from japan. Cardiovasc diagn ther. 2023;13(5):805-818. Doi:10.21037/cdt-23-119 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding a comparison of the patient outcomes between surgical (savr) and transcatheter aortic valve replacement (tavr). In the savr group (n = 107), only non-medtronic valve types were used. In the tavr group (n = 274), medtronic evolut r/pro/pro+ (n = 83) and non-medtronic sapien (n = 191) valve systems were used. The authors observed an unspecified number of all-cause deaths within five years of implant in the tavr group. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other outcomes that occurred in the tavr group included: iliac or femoral artery injury, right coronary artery occlusion, aortic rupture, new pacemaker implantation, cerebrovascular events, atrial fibrillation, delirium, high aortic valve mean pressure gradient, paravalvular leak (mild to moderate), and rehospitalization for heart failure. No additional adverse outcomes were noted.